Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies. It was also received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer dropped the insulin pump into the bathtub and the device was not working. He confirmed the device had a cracked screen and they could see fluid under the lcd display. Customer's blood glucose value was 172 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.